Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: 701781164 patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After and ent case, the surgeon reported a 1st degree burn on the patient¿s buttocks where an unapproved patient return pad was connected. The patient was treated with ointment and no other interventions were reported.